Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was broken. A field service engineer replaced the drawer rails on full height drawer 4 to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 4 was broken rails. The customer stated that the issue occurred while the user was trying to issue the medication. There was no delay in patient care as the user was able to obtain the medications from the different source. There were no adverse events or injuries reported based on this event.